Manufacturer narrative:
A sister sample has been received. Testing and investigation is not complete.

Event description:
The event involved pressure tubing coming apart at the stopcock connection closest to the patient on a transpac it monitoring kit. There was patient involvement, but no reported harm.

Manufacturer narrative:
The reported complaint of tubing separation on the 011-46103-30 monitoring kit could not be replicated on the returned sister sample. The set was able to be primed and was leak tested with no occlusions or leaks observed across the set. Each of the four representative bonds were pull tested and met product specification. Without the return of the used sample or photos of the device, the reported complaint cannot be confirmed. The lot # 3898630 was reviewed and there were no relevant non-conformances found.